Event description:
It was reported that this patient was received at the emergency room (ER) with 2nd degree heart block and with no ventricular capture. Further information was received indicating that the patient had a buzzing feeling in his chest on the weekend, the patient had 60 beats per minute (bpm) at this moment. Eventually, the patient had an additional odd sensation in the chest and after being measured, his heart rhythm had drop on the 30's bpm. The patient was taken to the ER. Once in the ER, it was noticed that the pacing impedance decreased within range measurements, bipolar thresholds rose high and the patient did not like the feeling, unipolar pacing was really uncomfortable as well and the patient's daughter was unable to determine exactly the unipolar threshold. At this point, it was decided to schedule a lead revision. After performing chest x-rays, it was noticed the right ventricular (rv) lead was dislodged, although it had not move very far and had good slack. This rv lead was surgically repositioned the next day and remains in service. No additional adverse patient effects were reported.